Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b & a4: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the verisight catheter was not returned, thus no product investigation was performed. Block h6: per the IFU, cardiac tamponade is listed as a possible adverse effect with use of the verisight catheter. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s).

Event description:
It was reported that a verisight catheter was used in a venous structural heart procedure. During use, the catheter was positioned in the left atrium, when the patient developed a pericardial effusion which led to a cardiac tamponade. The catheter was recaptured and removed along with the watchman sheath. Then, a pericardiocentesis was performed, patient was intubated, followed by surgical intervention (thoracotomy and laa ligation/repair). The procedure was completed and patient is in good condition. This adverse event is being submitted because the verisight was in use when the patient experienced a cardiac tamponade, requiring intervention. There was no alleged malfunction with the verisight catheter.